Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 22:22:03. During night drain cycle four, the patient's ultrafiltration reading was 1538ml, indicating the home patient (hp) drained 1538ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriately bypassed low ultrafiltration (uf) alarm. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass a low uf alarm. A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.